Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed rewind and displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump was received missing segments due to cracked zebra connector on lcd board. The insulin pump was received with corroded battery tube. The insulin pump was received with cracked case at display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several unexpected restart alarm during normal use. The customer's blood glucose was 125 mg/dl at the time of incident. The insulin pump will be returned for analysis.